Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker exhibited a three year decrease in the remaining longevity over the past year. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting faster than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The deice remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this pacemaker exhibited a three year decrease in the remaining longevity over the past year. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting faster than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.